Event description:
Treatment of an aneurysm located in the ophthalmic segment of the ica. The patient¿s anatomy was tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving three pipelines. During the procedure, the first pipeline (4.75mm x 14mm) could not be released from the capture coil and ti was removed from the patient by trapping the pipeline braid between the capture coil and catheter. The second pipeline (4.75mm x 14mm) also could not be released from the capture coil and was also removed by the same method. Upon pulling the second pipeline out, the capture coil was found separated from the pushwire within the catheter. The third pipeline (5mm x 12mm) also had the same issues and was removed from the patient with the same method. The procedure was aborted. The patient was reported to be doing well at the end of the procedure. Same event as MDR# 2029214-2014-00722 and 2029214-2014-00723.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device has not been returned for analysis; therefore, the event cause could not be determined.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The distal end of the pipeline was found stuck inside the capture coil with damaged braid and these two factors may have contributed to the reported event. The other end of the pipeline was opened with damaged braid. The pushwire was found broken into two segments at approximately 6cm from the tip coil. Cross sectional analysis of the break surface indicated that the failure mode of the pushwire was consistent with torsional overload. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).